Event description:
It was reported that the t:slim x2 pump battery would not charge, as the caller had been using third-party charging supplies. There was no adverse impact to the customer¿s blood glucose level. Consequently, tandem technical support arranged to send a replacement charging cable and wall adapter with two-day shipping. If the battery depletes, the customer would rely on multiple daily injections (mdi) until the replacement supplies arrive.